Event description:
The manufacturer received a voluntary medwatch (mw5116928) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that they have device had visible black degradation particles. The patient reports that they experienced respiratory irritation, phlegm and is not sure of any other long-term consequences. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.